Event description:
Per the clinic, the patient experienced swelling and fluid accumulation at the implant site. Subsequently, the patient was hospitalized for two days (specific date not reported) and treated with IV antibiotics. The implanted device remains.